Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the reusable clipper was introduced, the trocar broke and they provided a new device to finish the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.